Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to partial gastrectomy, the thread on one side of the double-armed needle was found to be disengaged from the needle. Another device was used to resolve the issue. There was no patient involvement.